Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a history/settings (inaccurate delivery) issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported based on the allegation against the delivery function of the pump.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 21-dec-2018 with the following findings: during investigation, the pump passed all required delivery accuracy testing. The complaint was reported on (B)(6)/2016 pump in use until (B)(6) 2018 therefore all black box and pump history is no longer available. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.